Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. Customer changed out pump supplies and manually administered insulin, but root cause could not be determined. Customer's blood glucose level was reported as high. Customer reverted to manual injections for insulin therapy.